Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. The event log was reviewed and was noted to have evidence of one 20ml bolus test performed prior to the pump's return to smiths medical. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy infusion pump is over delivering. No patient injury resulted.